Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range right atrial (ra) pacing impedances of greater than 2500 ohms. The ra sensing was good (>1 mv) and the patient did not require ra pacing. Additional information was received that the cause for the high out of range ra pacing impedances was not determined. They did not see a reason for the out of range measurement. It was noted the ra lead was fully inserted into the device header. This crt-d was explanted and replaced. The associated ra lead was repaired and connected to the new crt-d. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.